Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d4: model number: a complete number is unknown, as the serial number was not provided. Section d4: catalog number : a complete number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) injector was deformed as it passed over the lens during delivery, crushing the iol. No further information available.

Manufacturer narrative:
Corrected data as per additional information received: account verified that the suspect product was not the intraocular lens (iol) model gcb00. The issue was the unfolder handpiece (inserter) model dk900. The reported event was that the dk900 inserter was faulty prior to use/patient contact. Therefore, this event is no longer reportable and no further information will be provided under MFR report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.